Event description:
I went to close the safety cap (after injecting the patient) and the safety cap bent the needle towards my other finger. I quickly let go of the syringe and avoided sticking myself with the used, bent needle. Syringe and needle discarded in sharps box.